Event description:
It was reported by the customer, before installing the PICC in the patient, the internal stylet is found to be damaged and cannot be used in the patient. Another kit must be opened. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged stylet is confirmed; however, the exact cause is unknown. Two photographs of a stylet were returned for evaluation. An initial visual observation of the photographs showed a damaged stylet. In the first image, the stylet is observed to be folded back on itself. The second photo was another angle of the stylet. The stylet was observed to be crimped. There was no use residue visible in the photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.